Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw had loosened. The screw was retightened and the patient was sent home.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. Visual evaluation of the as returned product identified no malfunction. Signs of wear on the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 (universal) and was used for approximately 4 years, and 11 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems 4894 rev 6 - 08/19 information identified: precautions change in performance contraindications. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (mhlas) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Keywords used: loosening. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (loosening) or product (mhlas). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.